Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2021, 4232 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus & cervix). The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available . Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("device embedded") in a 41 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of gravida I, adenomyosis, pregnancy, ovarian cyst, hemorrhagic cyst, abnormal uterine bleeding, pelvic pain, calculus biliary, partial atelectasis, right upper quadrant pain and abdominal pain in 2020 and cystadenoma and vaginal delivery. Previously administered products included: depo provera. On (B)(6) 2009, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she experienced embedded device (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy - uterus & cervix,lysis of adhesion,bilateral salipingo-oophorectomy,cystoscopy). The reporter considered embedded device to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2020: reevaluate for her prior finding of diverticulitis. Esher coils were noted. Left adnexal cyst was found to resolve have been resolved. There is a 3.7 x 3.5 cm right ovarian cyst. Diverticulitis was noted to have been resolved. I personally reviewed these images. I spent a total of 30 minutes with this patient greater than 50% which consisted of face-to-face counseling regarding her abnormal uterine bleeding, and her pelvic pain with history of essure placement. [Computerised tomogram abdomen] on 07-nov-2019: clinical information: 40 years female severe abdominal pain, nausea, vomiting technical factors: contiguous axial images were obtained through abdomen and pelvis. Comparison: none lower chest: a linear band at the right anterior lung base suggests fibrosis or subsegmental atelectasis. No consolidation. Segmental atelectasis, effusion or nodule is demonstrated at the visualized bilateral lower lobes. Liver: the liver is homogeneous in attenuation and is smooth in contour. The hepatic veins appear normal. The portal veins demonstrate normal enhancement. There is no mass at the left or the right hepatic lobe. Gallbladder and bile ducts: the gallbladder is moderately distended to large calculi are present within the gallbladder including one calculus at the neck measuring 1.9 2 1.7 om and a second calculus measuring 1.8 = 2.2 cm. There is suggestion of mild pericholecystic. Fluid. Common bile duct is at the upper limits of normal measuring 7 mm. Correlation with serum bilirubin 18 suggested. Spleen: the spleen is homogeneous in attenuation. Pancreas: a nonspecific 3 mm hypodense lesion is demonstrated at the pancreatic head. Diagnostic possibilities include pancreatic pseudocyst. Intraductal papillary mucinous tumor and cystadenoma. Follow-up CT scan or hri 6 months¿ time is suggested to assess for stability. Adrenal glands: there is no adrenal nodule. Right kidney: there is no calculus, mass or obstructive uropathy at the right kidney. The right kidney enhances normally. The cortical medullary differentiation is well-maintained. Left kidney: there is no calculus. Mass or obstructive uropathy at the left kidney. Left kidney enhances normally. The cortical medullary differentiation is well-maintained. Bowel: scattered colonic diverticula are present. The terminal ileun and the appendix appear normal. There is no thickening or obstruction of the small bowel. The stomach is not distended. Lymph nodes: there is no retro rural, retroperitoneal, mesenteric, upper abdominal, pelvic or inguinal lymphadenopathy. Vascular: the abdominal aorta is normal in caliber and demonstrates normal enhancement. Abdominal wall and soft tissues: a 1 cm fat-containing umbilical hernia defect is demonstrated. Other: there is no free fluid. Fluid collection or free air. Pelvis: uterus is anteverted. Fallopian tube contraceptive devices are noted. A right adnexal cyst measures 2.9 3.0 cm there is cystic abnormality at the left adnexa measuring 2.3 x 1.7 cm. Pelvic ultrasound evaluation is suggested for further assessment. [Computerised tomogram pelvis] on (B)(6) 2020: clinical information: right upper quadrant/epigastric and suprapubic, abdominal pain comparison: (B)(6) 2019 CT of abdomen and pelvis. Findings: lower chest: subsegmental atelectasis in the right middle lobe. Lingula and bibasilar regions similar to the prior. Liver: normal in size and attenuation gallbladder and bile ducts: no biliary ductal dilatation post cholecystectomy spleen: unremarkable pancreas: unremarkable adrenal glands: unremarkable right kidney: 2 mm calyceal calculus in the lower pole. No calculus or hydronephrosis left kidney: unremarkable lymph nodes: no lymphadenopathy gastrointestinal tract: unremarkable stomach. Small bowel and appendix. There is mild colonic diverticulosis with acute uncomplicated proximal sigmoid diverticulitis. No extraluminal air or peri diverticular fluid collection. Pelvic organs: unremarkable uterus and right ovary. Left ovary unremarkable cystic lesions measuring up to 3.2 cm. Bilateral fallopian tube contraceptive devices resembling essure devices are noted fallopian tubes, adjacent to the right fundal and left region. Additional findings: small pelvic fluid collection is present. Osseous structures: unremarkable impression : acute proximal sigmoid diverticulites. Right nephrolithiasis with a tiny stone. Correlate for any prior placement of essure device which are the fallopian tubes. [Pathology test] on (B)(6) 2020: pre-operative diagnosis: family history of breast ca, abnormal uterine bleeding, pelvic pain post-operative diagnosis: pending microscopic diagnosis a. Uterus, cervix both tubes and ovaries uterus. Cervix. Bilateral fallopian tubes. Bilateral ovaries. Hysterectomy and bilateral salpingo-cophorectony: secretory endometrium, negative for hyperplasia or malignancy adenomyosis right ovary with serous cystadenoma and cystic corpus luteum left ovary with follicular cyst. Unremarkable cervix and fallopian tubes negative for malignancy b. Essure intrauterine device, removal: essure implanted birth control device with attached adipose tissue gross description: specimens received uterus, cervix, bilateral fallopian tubes, ovaries" and consists of 4 uterus with attached cervix and bilateral fallopian tubes and bilateral ovaries. The right fallopian tube measures 5.0 cm in length, up to 0.6 cm in diameter and has been previously ligated. The fimbria and serosal surface are unremarkable. The left fallopian tube measures 7.0 cm in length and 0.6 cm in diameter and has been previously ligated. C. Essure essure coil consists of a coiled metallic wire measuring 6.5 cm in length and up to 0.1 cm in diameter. A fragment of yellow-tan tissue measuring 1.8 x 1.5 x 0.3 cm is attached to the coil. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: device embedded. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: medical history lab data,reporter and patient information,indication,non drug treatment added..event medical device removal was updated to device embedded,. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("device embedded") in a 41 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of gravida I, adenomyosis, pregnancy, ovarian cyst, hemorrhagic cyst, abnormal uterine bleeding, pelvic pain, calculus biliary, partial atelectasis, right upper quadrant pain and abdominal pain in 2020 and cystadenoma and vaginal delivery. Previously administered products included: depo provera. On (B)(6) 2009, the patient had essure inserted. On unknown date she experienced embedded device (seriousness criterion intervention required) and pregnancy with contraceptive device ("she had 3's pregnancy subsequent to this"). Essure was removed on (B)(6) 2021. The patient was treated with surgery (hysterectomy - uterus & cervix,lysis of adhesion,bilateral salipingo-oophorectomy,cystoscopy). At the time of the report, the outcome of pregnancy with contraceptive device was unknown. Pregnancy related information: prospective report. Last menstrual period was on (B)(6) 2020 and the estimated date of delivery was on (B)(6) 2021. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered embedded device and pregnancy with contraceptive device to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2020: reevaluate for her prior finding of diverticulitis. Esher coils were noted. Left adnexal cyst was found to resolve have been resolved. There is a 3.7 x 3.5 cm right ovarian cyst. Diverticulitis was noted to have been resolved. I personally reviewed these images. I spent a total of 30 minutes with this patient greater than 50% which consisted of face-to-face counseling regarding her abnormal uterine bleeding, and her pelvic pain with history of essure placement. [Computerised tomogram abdomen] on (B)(6) 2019: clinical information: 40 years female severe abdominal pain, nausea, vomiting technical factors: contiguous axial images were obtained through abdomen and pelvis. Comparison: none lower chest: a linear band at the right anterior lung base suggests fibrosis or subsegmental atelectasis. No consolidation. Segmental atelectasis, effusion or nodule is demonstrated at the visualized bilateral lower lobes. Liver: the liver is homogeneous in attenuation and is smooth in contour. The hepatic veins appear normal. The portal veins demonstrate normal enhancement. There is no mass at the left or the right hepatic lobe. Gallbladder and bile ducts: the gallbladder is moderately distended to large calculi are present within the gallbladder including one calculus at the neck measuring 1.9 2 1.7 om and a second calculus measuring 1.8 = 2.2 cm. There is suggestion of mild pericholecystic. Fluid. Common bile duct is at the upper limits of normal measuring 7 mm. Correlation with serum bilirubin 18 suggested. Spleen: the spleen is homogeneous in attenuation. Pancreas: a nonspecific 3 mm hypodense lesion is demonstrated at the pancreatic head. Diagnostic possibilities include pancreatic pseudocyst. Intraductal papillary mucinous tumor and cystadenoma. Follow-up CT scan or hri 6 months¿ time is suggested to assess for stability. Adrenal glands: there is no adrenal nodule. Right kidney: there is no calculus, mass or obstructive uropathy at the right kidney. The right kidney enhances normally. The cortical medullary differentiation is well-maintained. Left kidney: there is no calculus. Mass or obstructive uropathy at the left kidney. Left kidney enhances normally. The cortical medullary differentiation is well-maintained. Bowel: scattered colonic diverticula are present. The terminal ileun and the appendix appear normal. There is no thickening or obstruction of the small bowel. The stomach is not distended. Lymph nodes: there is no retro rural, retroperitoneal, mesenteric, upper abdominal, pelvic or inguinal lymphadenopathy. Vascular: the abdominal aorta is normal in caliber and demonstrates normal enhancement. Abdominal wall and soft tissues: a 1 cm fat-containing umbilical hernia defect is demonstrated. Other: there is no free fluid. Fluid collection or free air. Pelvis: uterus is anteverted. Fallopian tube contraceptive devices are noted. A right adnexal cyst measures 2.9 3.0 cm there is cystic abnormality at the left adnexa measuring 2.3 x 1.7 cm. Pelvic ultrasound evaluation is suggested for further assessment. [Computerised tomogram pelvis] on (B)(6) 2020: clinical information: right upper quadrant/epigastric and suprapubic, abdominal pain comparison: (B)(6) 2019 CT of abdomen and pelvis. Findings: lower chest: subsegmental atelectasis in the right middle lobe. Lingula and bibasilar regions similar to the prior. Liver: normal in size and attenuation gallbladder and bile ducts: no biliary ductal dilatation post cholecystectomy spleen: unremarkable pancreas: unremarkable adrenal glands: unremarkable right kidney: 2 mm calyceal calculus in the lower pole. No calculus or hydronephrosis left kidney: unremarkable lymph nodes: no lymphadenopathy gastrointestinal tract: unremarkable stomach. Small bowel and appendix. There is mild colonic diverticulosis with acute uncomplicated proximal sigmoid diverticulitis. No extraluminal air or peri diverticular fluid collection. Pelvic organs: unremarkable uterus and right ovary. Left ovary unremarkable cystic lesions measuring up to 3.2 cm. Bilateral fallopian tube contraceptive devices resembling essure devices are noted fallopian tubes, adjacent to the right fundal and left region. Additional findings: small pelvic fluid collection is present. Osseous structures: unremarkable impression : acute proximal sigmoid diverticulites. Right nephrolithiasis with a tiny stone. Correlate for any prior placement of essure device which are the fallopian tubes. [Pathology test] on (B)(6) 2020: pre-operative diagnosis: family history of breast ca, abnormal uterine bleeding, pelvic pain post-operative diagnosis: pending microscopic diagnosis a. Uterus, cervix both tubes and ovaries uterus. Cervix. Bilateral fallopian tubes. Bilateral ovaries. Hysterectomy and bilateral salpingo-cophorectony: secretory endometrium, negative for hyperplasia or malignancy adenomyosis right ovary with serous cystadenoma and cystic corpus luteum left ovary with follicular cyst. Unremarkable cervix and fallopian tubes negative for malignancy b. Essure intrauterine device, removal: essure implanted birth control device with attached adipose tissue gross description: specimens received uterus, cervix, bilateral fallopian tubes, ovaries" and consists of 4 uterus with attached cervix and bilateral fallopian tubes and bilateral ovaries. The right fallopian tube measures 5.0 cm in length, up to 0.6 cm in diameter and has been previously ligated. The fimbria and serosal surface are unremarkable. The left fallopian tube measures 7.0 cm in length and 0.6 cm in diameter and has been previously ligated. C. Essure essure coil consists of a coiled metallic wire measuring 6.5 cm in length and up to 0.1 cm in diameter. A fragment of yellow-tan tissue measuring 1.8 x 1.5 x 0.3 cm is attached to the coil. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: device embedded. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The following amendment was made: upon internal review: new events added pregnancy with contraceptive device and device ineffective. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2021, 4232 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus & cervix). The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 31-may-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("device embedded") in a 41 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of gravida I, adenomyosis, pregnancy, ovarian cyst, hemorrhagic cyst, abnormal uterine bleeding, pelvic pain, calculus biliary, partial atelectasis, right upper quadrant pain and abdominal pain in 2020 and cystadenoma and vaginal delivery. Previously administered products included: depo provera. On (B)(6) 2009, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she experienced embedded device (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy - uterus & cervix,lysis of adhesion,bilateral salipingo-oophorectomy,cystoscopy). The reporter considered embedded device to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2020: reevaluate for her prior finding of diverticulitis. Esher coils were noted. Left adnexal cyst was found to resolve have been resolved. There is a 3.7 x 3.5 cm right ovarian cyst. Diverticulitis was noted to have been resolved. I personally reviewed these images. I spent a total of 30 minutes with this patient greater than 50% which consisted of face-to-face counseling regarding her abnormal uterine bleeding, and her pelvic pain with history of essure placement. [Computerised tomogram abdomen] on (B)(6) 2019: clinical information: 40 years female severe abdominal pain, nausea, vomiting. Technical factors: contiguous axial images were obtained through abdomen and pelvis. Comparison: none lower chest: a linear band at the right anterior lung base suggests fibrosis or subsegmental atelectasis. No consolidation. Segmental atelectasis, effusion or nodule is demonstrated at the visualized bilateral lower lobes. Liver: the liver is homogeneous in attenuation and is smooth in contour. The hepatic veins appear normal. The portal veins demonstrate normal enhancement. There is no mass at the left or the right hepatic lobe. Gallbladder and bile ducts: the gallbladder is moderately distended to large calculi are present within the gallbladder including one calculus at the neck measuring 1.9 2 1.7 om and a second calculus measuring 1.8 = 2.2 cm. There is suggestion of mild pericholecystic. Fluid. Common bile duct is at the upper limits of normal measuring 7 mm. Correlation with serum bilirubin 18 suggested. Spleen: the spleen is homogeneous in attenuation. Pancreas: a nonspecific 3 mm hypodense lesion is demonstrated at the pancreatic head. Diagnostic possibilities include pancreatic pseudocyst. Intraductal papillary mucinous tumor and cystadenoma. Follow-up CT scan or hri 6 months¿ time is suggested to assess for stability. Adrenal glands: there is no adrenal nodule. Right kidney: there is no calculus, mass or obstructive uropathy at the right kidney. The right kidney enhances normally. The cortical medullary differentiation is well-maintained. Left kidney: there is no calculus. Mass or obstructive uropathy at the left kidney. Left kidney enhances normally. The cortical medullary differentiation is well-maintained. Bowel: scattered colonic diverticula are present. The terminal ileun and the appendix appear normal. There is no thickening or obstruction of the small bowel. The stomach is not distended. Lymph nodes: there is no retro rural, retroperitoneal, mesenteric, upper abdominal, pelvic or inguinal lymphadenopathy. Vascular: the abdominal aorta is normal in caliber and demonstrates normal enhancement. Abdominal wall and soft tissues: a 1 cm fat-containing umbilical hernia defect is demonstrated. Other: there is no free fluid. Fluid collection or free air. Pelvis: uterus is anteverted. Fallopian tube contraceptive devices are noted. A right adnexal cyst measures 2.9 3.0 cm there is cystic abnormality at the left adnexa measuring 2.3 x 1.7 cm. Pelvic ultrasound evaluation is suggested for further assessment. [Computerised tomogram pelvis] on 03-may-2020: clinical information: right upper quadrant/epigastric and suprapubic, abdominal pain comparison: 07nov2019 CT of abdomen and pelvis. Findings: lower chest: subsegmental atelectasis in the right middle lobe. Lingula and bibasilar regions similar to the prior. Liver: normal in size and attenuation. Gallbladder and bile ducts: no biliary ductal dilatation post cholecystectomy. Spleen: unremarkable. Pancreas: unremarkable. Adrenal glands: unremarkable. Right kidney: 2 mm calyceal calculus in the lower pole. No calculus or hydronephrosis left kidney: unremarkable. Lymph nodes: no lymphadenopathy. Gastrointestinal tract: unremarkable stomach. Small bowel and appendix. There is mild colonic diverticulosis with acute uncomplicated proximal sigmoid diverticulitis. No extraluminal air or peri diverticular fluid collection. Pelvic organs: unremarkable uterus and right ovary. Left ovary unremarkable cystic lesions measuring up to 3.2 cm. Bilateral fallopian tube contraceptive devices resembling essure devices are noted fallopian tubes, adjacent to the right fundal and left region. Additional findings: small pelvic fluid collection is present. Osseous structures: unremarkable. Impression : acute proximal sigmoid diverticulites. Right nephrolithiasis with a tiny stone. Correlate for any prior placement of essure device which are the fallopian tubes. [Pathology test] on (B)(6) 2020: pre-operative diagnosis: family history of breast ca, abnormal uterine bleeding, pelvic pain. Post-operative diagnosis: pending. Microscopic diagnosis. A. Uterus, cervix both tubes and ovaries. Uterus. Cervix. Bilateral fallopian tubes. Bilateral ovaries. Hysterectomy and bilateral salpingo-cophorectony: secretory endometrium, negative for hyperplasia or malignancy. Adenomyosis. Right ovary with serous cystadenoma and cystic corpus luteum left ovary with follicular cyst. Unremarkable cervix and fallopian tubes: negative for malignancy b. Essure. Intrauterine device, removal: essure implanted birth control device with attached adipose tissue. Gross description: specimens received uterus, cervix, bilateral fallopian tubes, ovaries" and consists of 4 uterus with attached cervix and bilateral fallopian tubes and bilateral ovaries. The right fallopian tube measures 5.0 cm in length, up to 0.6 cm in diameter and has been previously ligated. The fimbria and serosal surface are unremarkable. The left fallopian tube measures 7.0 cm in length and 0.6 cm in diameter and has been previously ligated. C. Essure essure coil consists of a coiled metallic wire measuring 6.5 cm in length and up to 0.1 cm in diameter. A fragment of yellow-tan tissue measuring 1.8 x 1.5 x 0.3 cm is attached to the coil. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: device embedded. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-dec-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.